Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hemorrhoidectomy. According to the reporter. The machine fired cutting the tissue but the staples opened. The surgeon had to hand-suture the staple line on the top of those that were opened. The case was extended by more than 30 mins. There was no unanticipated tissue loss. There was tissue damage and the pt's hospital stay was extended for 2 more days. There was no bleeding reported in excess of 500cc. Reinforcement material was not used in conjunction with the stapling device.